Event description:
Reporter alleged discrepant blood glucose values of 200 mg/dl on the customer's compact plus system compared to the ambulance measurement of 60 mg/dl when testing was performed back to back. No specific timeframe was provided other than the reference to back to back testing. Customer stated before the incident blood glucose measured 299 mg/dl and customer dosed 4 units of rapid insulin, however, he felt low glucose symptoms an hour later. Afterwards, customer indicated obtaining a result of 150 mg/dl on their meter and a lower result on a different manufactures meter but was experiencing low glucose symptoms at that time. It was stated customer was treated by a layperson with orange juice and candy because customer was unable to self treat prior to calling the ambulance and obtaining the comparison. The exact location of the alleged testing and incident was not provided. No other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.